Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined. H3 other text : device not return.

Event description:
The customer contacted stryker to report that their device gave an abnormal energy delivery message. In this state, the device may deliver inappropriate defibrillation therapy. There was no patient involvement reported during the event.

Event description:
The customer contacted stryker to report that their device gave an abnormal energy delivery message. In this state, the device may deliver inappropriate defibrillation therapy. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.